Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted. It was reported the patient became dependent on temporary pacing; therefore, a permanent pacemaker was implanted one day following valve implant. Four days following valve implant, the patient presented with a decreased level of consciousness and a decrease in movement to the upper and lower right extremities. A computed tomography of the head was performed and confirmed a cerebral infarction in the left-middle cerebral artery region. An electrocardiogram was performed and showed a new onset of atrial fibrillation (afib). The patient was diagnosed with a cardiogenic cerebral infarction due to afib. Unspecified, conservative treatment was performed. Eighteen days following valve implant, the patient was reported to be in remission. No additional adverse patient effects were reported.